Event description:
The device was received from (B)(4) for service. During servicing it was noted that the locking mechanism of the device was not functioning. It is unk if the device was being used during surgery. It is unk if there were injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).